Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to pain and a slow healing incision site at the first tmt joint. The patient also had a post-op acquired infection. Incision and drainage were also performed. Additional information indicates the patient was using metahoney for wound care at home. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The patient went on to heal well. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined based on the available information. However, it is possible the patient's at-home wound care contributed to what the patient experienced. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2025-00100.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to pain and a slow healing incision site at the first tmt joint. The patient also had a post-op acquired infection. Incision and drainage were also performed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.